Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was suspected to be defective and broken and caused five heart attacks to the patient. No further information is available.